Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to company representative that a patient experienced a ¿vascular occlusion and permanently pigmented¿ after they were injected in the nose with an unspecified juvéderm® product. Fast forward 1 month. Skin has healed. But the mark is still there. The skin is permanently pigmented and this may never go.